Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system (ds) was returned after being used in the procedure. The delivery system was inserted through the full loader and the sheath. The returned delivery system was visually inspected. The balloon ruptured radially with the middle portion returned separated and the balloon appears to not have any missing pieces. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaint was confirmed visually. Dimensional analysis was performed and the balloon single wall thickness at all measured locations were within specification. A photo from the site was provided to show the balloon burst post procedure. A 3mensio report was also provided - from this report it can be seen that calcification is present in the annulus. The received event of a balloon burst was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. Dimensional inspection of the complaint balloon revealed that the balloon wall thickness was within specification. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, the patient had moderate valve calcification, mild root calcification, and half-circular stj calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Therefore, available information supports that patient factors (calcification) contributed to the reported complaint event. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the subsequent withdrawal difficulty. Since the occurrence rate does not exceed the march 2019 control limits for the trend category, no corrective or preventative action is required.

Manufacturer narrative:
The device is to be returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, the balloon of a commander delivery system ruptured. Access was obtained from the left femoral artery by cutdown. Balloon valvuloplasty was performed with a 16mm balloon. When a 20mm sapien 3 valve was expanded with -0.5ml contrast than nominal volume, the balloon ruptured. The delivery system was gently retracted but it was not able to be pulled into the sheath. Since it was speculated the torn balloon was caught at the sheath tip, the delivery system and sheath were withdrawn together. Under the fluoroscopy, it appeared the balloon ruptured right before full-inflation. As the valve did not ¿wobble¿ and residual paravalvular leak was trivial, there was no need to perform post-dilation. Digital subtraction angiography showed a minor intimal injury but no additional treatment was required. The physician speculated that the balloon ruptured due to touching the calcification on the st junction.